Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on february 10, 2021.   Upon further investigation of the reported event, the following information is new and/or changed: h3 (device evaluation anticipated by manufacturer - a second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11.) All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during vein harvesting, the cutter had sparks, melted and couldn't cut. When the harvester was used to cut branches the cutter had sparks. After about 10 times cutting, the cutter was melted and couldn't cut. In order to continue the procedure, a new set of virtuosaph was used. The generator setting used was bipolar, macro in 12-15 watts. The product was changed out. There was a delay around 15-20 minutes. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 10, 11, 3331, 120, 19). Type of investigation #1: 10 - testing of actual/suspected device. Type of investigation #2: 11 - testing of device from same lot/batch retained by manufacturer. Type of investigation #3: 3331 - analysis of production records. Investigation findings: 120 - electrical problem identified. Investigation conclusions: 19 - cause traced to user. The affected sample was inspected upon receipt and shows a hole burned through the v-cutter and broken plastic around the burn hole. A retention sample from the same product code and lot number combination was obtained and was visually inspected with no anomalies noted. No anomalies found with the bipolar connector or anywhere else on the retention unit. All electrical circuits were measured, and the electrical resistances were found to be stable and within the product specifications. During the manufacturing process, all vsp550 are visually inspected and tested for functionality and performance along with inspection for v-cutter mechanism, prior to packaging. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.